Event description:
A patient sample was tested for methotrexate (mtx) using an atellica ch 930 analyzer. The initial test result was reported to the physician(s) who questioned the test result. The customer reported that the initial test result was higher than expected based on previous test results and the patient's treatment. The sample was repeated multiple times on the same analyzer and an alternate atellica ch 930 analyzer. The same sample was also sent to an alternate facility for testing using high performance liquid chromatography (hplc). A second sample tube, drawn from the same patient at the same time, was tested multiple times on the same analyzer and an alternate atellica ch 930 analyzer. The test results on the second tube were consistent with the first tube. The correct test result was not provided. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
An outside the united states customer contacted siemens to report that a patient sample was tested for methotrexate (mtx) using an atellica ch 930 analyzer. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the analyzer. The cse reported that errors were observed on the reagent 2 (r2) probe indicating a carryover conflict. The cse replaced the reagent 2 (r2) probe arm, followed by the auto-alignment and autocheck service procedures. Siemens evaluated the available test result date and concluded that the test result on sample ID (B)(6) is correct and supported by the other test results and hplc testing. The cause of the methotrexate test result being greater than expected based on the patient's treatment is unknown. The analyzer is performing within specifications. No further evaluation of this analyzer is needed. Medical device reports 2432235-2022-00025, 2432235-2022-00026 and 2432235-2022-00027 were filed for the same event.